Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. There was no reported impact to customer's blood glucose level. Customer declined to provide any blood glucose level information. Reportedly, customer will continue to use the pump and has back up shots if needed for insulin therapy.